Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right atrial (ra) lead exhibited high out-of-range pace impedance measurements, loss of capture, and sensing issues. About two years prior, it was noted that the measured p-wave amplitudes dropped to 0.2 mv and the device was reprogrammed to unipolar configuration. Subsequently, the ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.